Manufacturer narrative:
Pump passed all functional testing including the displacement, operating current test,a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No failed battery alarm during test noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer called to report that the insulin pump alarmed failed battery test. Customer also reported that they are experiencing high blood glucose levels. Customer's blood glucose reading was 572 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.